Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an 'hwi2c' error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed passed. A receiver charge and boot test was performed and failed due to the device not booting up or communicating. The receiver data log was not downloaded for review due to the device not booting up or communicating. The receiver case was opened for an internal visual inspection and it failed due to moisture damage. The reported event of an error icon display is undetermined. A probable cause could not be determined. No injury or medical intervention was reported.